Event description:
It was reported in a literature article titled "iris-sutured intraocular lenses and their long-term outcomes" that a retrospective study was done to evaluate the outcomes of iris-sutured intraocular lenses with long-term follow-up in a large series, and highlight its relevance in today's practice. A total of 194 eyes of 173 patients with iris-sutured intraocular lenses were included in the study. A total of 67 eyes with explanted iris-sutured intraocular lenses were implanted with a new 3-piece hydrophobic acrylic sensar ar40e intraocular lens (iol) (johnson & johnson vision) and 127 eyes reused their preexisting 3-piece iol or a single piece pmma iol (article did not mention the brand of their pre-existing iol). Post-operative complications include re-subluxed iol (n=15 eyes), optic capture (n=14 eyes), and persistent inflammation (>3 months) (n=7 eyes). The treatment for patients who experienced optic capture includes replacing sutures to ensure optic centration, replacing iols which had a loss of posterior angulation, or a concurrent pupilloplasty to create a smaller pupil. It is unclear if these reported events occurred in the eyes implanted with the sensar ar40e iol or on those patients who reused their preexisting 3-piece iol or a single piece pmma iol. This report belongs to 3-piece hydrophobic acrylic sensar ar40e intraocular lens (iol), serial number - unknown.

Manufacturer narrative:
Section e1: initial reporter, phone number: (B)(6). Section h3: the device was not returned for evaluation and serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.